Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient was experiencing headaches and making her feel like she was choking and couldn't breathe. Also particles are found in the humidifier. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop headache, choking, breathing issue. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found evidence of liquid contamination located in the front and rear panel enclosure mounting channel. No indication of liquid migrating internal of that location were found. An internal visual inspection was completed by the manufacturer. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown in the returned materials. The device's unit hardware log was reviewed by the manufacturer and found the following error codes e-200, e-130, e-53. The manufacturer was unable to provide formal investigation for alleged heating issues with the humidifier as only the base unit was returned. The manufacturer concludes a liquid contamination found were not consistent with the device. There was no evidence of sound abatement foam degradation. In the initial report clinical code for symptoms choking and breathing issue were not mentioned which has been updated in this report.